Event description:
Surgeon completing right distal clavicle excision shoulder arthroscopy. During the removal of the clavicle, the shaver broke in half causing a superficial friction burn measuring 2 cm x 5 mm.====================== health professional's impression======================surgeon stated he was possibly applying too much force which caused the break. He also stated that this patient is a body builder which made the surgeon use more than normal pressure.